Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("partial removal of essure device except some portion of distal end of the tubes") and pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), depression ("depression"), migraine ("migraine"), abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)") and dizziness ("dizziness"). The patient was treated with surgery (exploratory laparotomy/partial removal of bilateral essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, depression, migraine, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypertension, dysmenorrhoea and dizziness outcome was unknown. The reporter considered abdominal pain lower, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, hypertension, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery . Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('partial removal of essure device except some portion of distal end of the tubes') and pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo essure confirmation tests". The patient's medical history included hormonal contraception, anemia and dizziness. Previously administered products included for an unreported indication: iuc, ortho evra patch and nuva ring. Past adverse reactions to the above products included pain with iuc. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)"), depression ("depression"), migraine ("migraine"), abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("dizziness"), psychological trauma ("psych injury") and nervous system disorder ("neuro condit/prob"). The patient was treated with surgery (exploratory laparotomy/partial removal of bilateral essure coils, repeat/multiple surgeries and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, depression, migraine, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypertension, dysmenorrhoea, dizziness, psychological trauma and nervous system disorder outcome was unknown. The reporter considered abdominal pain lower, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, hypertension, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2013. Plaintiff received treatment for psych injury. Patient reported: portion of distal end of the tubes. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information added. Events: psych injury, neuro condit/prob, plaintiff didn't undergo essure confirmation tests added. Essure insertion date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('partial removal of essure device except some portion of distal end of the tubes'), perforation ('migration / perforation'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 23-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo essure confirmation tests". The patient's medical history included hormonal contraception, anemia and dizziness. Previously administered products included for an unreported indication: iuc, ortho evra patch and nuva ring. Past adverse reactions to the above products included pain with iuc. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("dizziness") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain lower ("cramps") and hypertension ("high blood pressure"). The patient was treated with surgery (exploratory laparotomy/partial removal of bilateral essure coils, repeat/multiple surgeries, ablation done on (B)(6) 2018 and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, perforation, pelvic pain, menorrhagia, dyspareunia, depression, migraine, abdominal pain lower, vaginal haemorrhage, hypertension, dysmenorrhoea, dizziness and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, hypertension, menorrhagia, migraine, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2013. Plaintiff received treatment for psych injury. Patient reported: portion of distal end of the tubes. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event: migration / perforation and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("partial removal of essure device except some portion of distal end of the tubes") and pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), depression ("depression"), migraine ("migraine"), abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)") and dizziness ("dizziness"). The patient was treated with surgery (exploratory laparotomy/partial removal of bilateral essure coils) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, depression, migraine, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypertension, dysmenorrhoea and dizziness outcome was unknown. The reporter considered abdominal pain lower, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, hypertension, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received-lot number received. New events device breakage,abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), high blood pressure, dysmenorrhea (cramping), dizziness were added. Patient information, new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('partial removal of essure device except some portion of distal end of the tubes') and pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no: a45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo essure confirmation tests". The patient's medical history included hormonal contraception, anemia and dizziness. Previously administered products included for an unreported indication: iuc, ortho evra patch and nuva ring. Past adverse reactions to the above products included pain with iuc. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("painful sex/dyspareunia (painful sexual intercourse"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("dizziness") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain lower ("cramps") and hypertension ("high blood pressure"). The patient was treated with surgery (exploratory laparotomy/partial removal of bilateral essure coils, repeat/multiple surgeries and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, depression, migraine, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypertension, dysmenorrhoea, dizziness and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, hypertension, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted for date of insertion previously reported as? On (B)(6) 2014 and now reporting as on (B)(6) 2013. Plaintiff received treatment for psych injury. Patient reported: portion of distal end of the tubes. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('partial removal of essure device except some portion of distal end of the tubes') and pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo essure confirmation tests". The patient's medical history included hormonal contraception, anemia and dizziness. Previously administered products included for an unreported indication: iuc, ortho evra patch and nuva ring. Past adverse reactions to the above products included pain with iuc. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("dizziness") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain lower ("cramps") and hypertension ("high blood pressure"). The patient was treated with surgery (exploratory laparotomy/partial removal of bilateral essure coils, repeat/multiple surgeries and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, depression, migraine, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypertension, dysmenorrhoea, dizziness and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, hypertension, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2013. Plaintiff received treatment for psych injury. Patient reported: portion of distal end of the tubes. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received : event "abdominal pain" added. Previously reported events- "psych injury, neuro condit/prob" deleted. Onset date of events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), depression ("depression"), migraine ("migraine") and abdominal pain lower ("cramps"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, depression, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dyspareunia, migraine and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.